Event description:
Boston scientific received information that this right atrial (ra) lead exhibited non-capture. The device was programed to pace and sense in the ventrical. During a device change out procedure, the ra lead was surgically abandoned. Due to the patient's condition, the physician did not want to implant a new lead at this time. No adverse patient effects were reported.

Manufacturer narrative:
If additional information is received, this report will be updated